Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('allergy: rash/skin condition, hypersensitivity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included endometriosis. Previously administered products included for an unreported indication: depo-provera. In 2011, the patient had essure inserted. In 2019, the patient experienced post procedural infection ("complications during removal: infection"). On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune"), cystitis ("bladder infection/ infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), eczema ("rashes or skin conditions type: eczema on face"), migraine ("migraine/ headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain") and bone pain ("bone pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dermatitis allergic, autoimmune disorder, cystitis, urinary tract disorder, pain, vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, post procedural infection, eczema, migraine, dysmenorrhoea, pelvic pain, back pain and bone pain outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, bone pain, cystitis, dermatitis allergic, dysmenorrhoea, eczema, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain, pelvic pain, post procedural infection, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2011, (B)(6) 2012 received treatment for bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: reporter added, patient demographics, medical history and historical drug and laboratory test were added. Added events abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: eczema on face, migraines / headaches , dysmenorrhea (cramping), pelvic pain, back pain , bone pain. Previously seriousness of event autoimmune disorder was updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis allergic ('allergy: rash/skin condition, hypersensitivity') and autoimmune disorder ('autoimmune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." In 2011, the patient had essure inserted. On an unknown date, the patient experienced dermatitis allergic (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and pain ("pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). In 2019, the patient experienced post procedural infection ("complications during removal: infection"). Essure was removed on (B)(6) 2019. At the time of the report, the dermatitis allergic, autoimmune disorder, cystitis, urinary tract disorder and pain had resolved and the vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and post procedural infection outcome was unknown. The reporter considered alopecia, autoimmune disorder, cystitis, dermatitis allergic, fatigue, headache, hormone level abnormal, nausea, pain, post procedural infection, tooth disorder, urinary tract disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: 2011, (B)(6) 2012. Received treatment for bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event ¿injury¿ was replaced by new specific events: allergy: rash/skin condition, hypersensitivity, urinary problems, bladder infection, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems, weight gain, plaintiff did not undergo essure confirmation test. Hysterectomy was performed. Plaintiff´s information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.